Event description:
It was reported that the device had experienced a sensing anomaly and it was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported sensing anomaly in the field could not be confirmed in the laboratory. Bench, and ate test were performed and the device was found to be normal. No sensing issues were observed on the bench during testing.